Event description:
The device was used for fixation of the talonavicular joint. The surgeon did not pre-drill for the screw. He attempted to place the screw using force. Before the screw head was in the bone, the head of the screw broke off. It was decided that the device should remain in place.

Manufacturer narrative:
The device involved in the reported incident is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.